Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient attended the emergency room due to sensation around the pacemaker pocket. Upon interrogation, the lead parameters were stable, and there was no indication of any issue relating to patient symptoms. However, there were automatic mode switch episodes recorded, which appeared to be far-field r-wave oversensing on the atrial channel. A number of non-sustained right ventricular right ventricular (rv) oversensing were noted on previous dates. The electrogram appeared to show intermittent post-paced t-wave oversensing. The device parameters did not indicate any issue with the device that could cause any discomfort. It was decided that the patient's symptoms were not device related and that it was coincidental that the patients discomfort was on the same side as the device. Programming changes were recommended. The patient was stable.